Manufacturer narrative:
(B)(4). Event problem and evaluation codes- correction, "method code(s): (B)(4).

Event description:
Data was received but investigation window does not reflect the alleged issue. The allegation was undetermined. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alerts occurred on the app. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.